Manufacturer narrative:
The evaluation of the returned portion of the distal end percutaneous lead (driveline) confirmed an issue that would have contributed to the reported low speed/pump stoppage events. Approximately 18.5 inches of the external portion of the percutaneous lead was returned for evaluation. Electrical continuity testing of the returned portion of the distal end percutaneous lead revealed that all wires were electrically intact, even with manipulation of the percutaneous lead. Removal of the extensive rescue tape repairs revealed several areas of cosmetic damage to the outer silicone sleeve, including areas where the sleeve was completely separated to expose the underlying clear bionate; however, no damage was noted to the bionate layer. Severe breakdown of the metal braided shield was observed along the length of the lead segment, which appeared consistent with over 5 years of use. Visual inspection of the underlying wires revealed that the red wire was partially fractured at the terminus of the distal end bend relief (approximately 2.25 inches from the metal connector), exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the percutaneous lead in this area. Microscopic inspection and hipot testing of the returned portion of the distal end percutaneous lead did not identify any additional areas of compromised wire insulation. If the exposed conductors of the compromised red wire made contact with the braided shield while the patient was operating on a tethered power source such as the mobile power unit (mpu), the resulting electrical short to ground would have caused the reported low speed/pump stoppage events that were confirmed through the evaluation of the submitted system controller log file. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device: 5 years and 3 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that pump stoppage events occurred while connected to the mobile power unit (mpu). The patient was reported to be asymptomatic at the time of the event. The manufacturer¿s technical services representative reviewed the submitted log files and observed multiple pump stoppage events on (B)(6) 2017 that only appeared to have occurred while the lvad was connected to the mpu. X-ray images did not show any obvious areas of concern. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed with no issues. The system was connected to a grounded power module patient cable after the repair and the alarms did not return. No additional information was provided.